Manufacturer narrative:
Additional information: lot number has been added: 7177880. Medical device expiration date has been added: 2022-06-30. Device manufacture date has been added: 2017-07-19. UDI has been added. The original manufacture reported is incorrect. The correct manufacture has been updated. DHR review for batch 7177880 (p/n 309628): manufacturing dates: 6/15/2017 ¿ 07/12/2017. Batch quantity was 864,000. Assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Silicone weight testing was performed as per requirement with all test results within acceptable range per product specification. Regular preventive maintenance was recorded performed on assembly machine on 6/28/17. Batch 7177880 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment.

Manufacturer narrative:
The date received by manufacturer has been used for this field. Results: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review was not condudcted because a lot number could not be determined. Conclusion: bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were received to confirm the stated defect. (B)(4).

Event description:
It was reported that patients had a visual disability, and complained of ¿floaters in their eyes¿ after the use 1 ml bd luer-lok¿ disposable syringe, in their eyes. No reported medical intervention.